Event description:
During th procedure of tieing a st jude 21 mm aortic heart valve the valve itself broke. It was removed and replaced with another st jude valve. Patient was connected to a cardio pulmonar bypass macheine, ng tube in place connected to suction. A-line hooked up to transducer, swan-ganz catheter, pt intubated and connected to anesthesa machine.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, modification of device, invalid data. Conclusion: device failure occurred and was related to event, device failure directly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.